Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011142 - the dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the patient presented bone type ii.